Event description:
It was reported that 11 months after initial implant the patient developed an infection. The physician elected to explant the device in phases. The generator was removed from the infected pocket and placed on the patient's chest to continue to provide stimulation while the infection cleared up. The generator pocket was sterilized and treated with antibiotics. Once the infection cleared the patient underwent a full vns revision. The patient is reportedly doing well 7 months after the replacement procedure. Ap chest x-ray was received on (B)(6) 2023 and reviewed. The x-rays were provided after report of infection. The generator is placed in the left chest, anterior to rib 4. It is closer to the patient¿s armpit and on its side. There is no indication of generator migration, and the device could have been intentionally placed there due to the patient¿s anatomy and/or size. Based on the images provided, the feed through wires appear intact, and the pin is fully inserted as it is visible past the back end of the connector block. The lead was reviewed for gross fractures and sharp angles, and none were found. A strain relief bend is present, and a portion of the lead is routed behind the generator; however, a strain relief loop was not visible. Two tie-downs are present and appear to be placed per labeling. Based on the x-rays received, the cause of the infection is unknown; however, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.